Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a fill estimate of 0 units compared to the caller's expectation of 200 units, and the difference exceeded 30 units. There was no adverse impact to the customer's blood glucose level. Caller resolved the issue by reloading the same cartridge and was advised to call back for troubleshooting if any active fill estimate issues occurred in the future. Cts to replace pump. Customer will continue to use current pump.